Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the arm. On (B)(6) 2024, the day of the event, the patient was at a picnic. Suddenly the patient felt dizzy, and lost consciousness. When the symptoms occurred the cgm reading would have been 113 mg/dl. The emergencies were called and when the patient regained consciousness, they were already at the emergency room. When a fingerstick was taken the cgm reading was 113 mg/dl, and the blood glucose meter would have showed an unknown low value. The patient did not remember any further details and declined to provide more information regarding the event. Another inaccuracy from the same event was a cgm reading of 113 mg/dl and a blood glucose reading of 144 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient had symptoms. The reported glucose values fall within the b zone of the parkes error grid at an unspecified time. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.